Event description:
Reporting status: malfunction. Reporting rationale: patient experienced an air embolism which resolved with medication. If this were to recur, it could cause or contribute to a serious injury or death. Device issue: balloon rupture. It was reported that the voyager balloon catheter was being used to predilate the lesion, when it burst at 8 atm. The patient experienced an air embolism and slow blood flow resulted; however, this was resolved with meds. Another company's stent was implanted and a highsail was used for postdilatation of the stent; however, it was also ruptured at 8 atm. Another company's balloon catheter was then used to successfully postdilate the stent. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood and fluid visible in the inflation lumen and in the balloon. The balloon had loose folds. There was a longitudinal rupture in the middle of the balloon for a length of 9mm extending 1mm past the distal marker band. There were two radial scratches on the balloon near the rupture. The used inflation device was not returned. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. Quality assurance analysis confirmed a balloon rupture. The rupture appears to have been initiated from the outside of the balloon. Damage of this type can result from an interaction with patient anatomy and/or interaction with accessories (rotating hemostatic valve, guiding catheter). The used accessories in the case were not returned for analysis, which would have aided in the investigation. The most probable root cause of the reported difficulties experienced during the procedure appear to be related to the operational context of the device. There does not appear to be any indication of a product quality problem. An embolism, as listed in the instructions for use, is a known adverse event associated with coronary dilatation. An investigation of the lot history record revealed that one non-conforming material report was issued for this lot regarding balloon rupture. However, a sampling of units was taken for aql testing and all units passed; therefore, this lot was accepted. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. The reported discrepancies appear to be related to the operational context of the device. Product performance engineering will trend and monitor the experience circumstances. All catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). This MDR is considered closed by the product performance group.